Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The issue was addressed with phone support. The technical support engineer (tse) recommended restarting the system and reseating the fiber cable. The customer was able to power the system back and heard confirmation that the da vinci system was ready. No site visit was performed. A system log review confirmed a fiber port communication error.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, recoverable faults occurred because the fiber cable was not fully plugged in, resulting in the procedure being converted to open. Earlier in the day, the robot had been moved out of the operating room (or) to accommodate a case that required more space. When the robot was returned to the or, the blue cable was connected but not securely fastened. After port placement, the customer was initially able to use the camera; however, during the procedure, the robot completely locked up and could neither be used nor moved. The procedure was converted to open due to both the device issue and unspecified patient anatomy. The customer ultimately had to unlock the brakes and manually move the system. The customer contacted intuitive surgical, inc (isi) technical support engineer (tse) to report the issue. The tse recommended restarting the system and reseating the fiber cable. The customer was able to power the system back and heard confirmation that the da vinci system was ready.